Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 9 months post implant of this mitral bioprosthetic valve, the device was explanted and replaced for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the physician indicated that the patient presented with stenosis and calcification of the mitral valve. The device was explanted and replaced "without a problem". No additional adverse patient effects were reported. Added patient and device codes. If information is provided in the future, a supplemental report will be issued.